Manufacturer narrative:
Sections with additional information as of 22-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter returned for evaluation. No defect detected. Test strips returned for evaluation. No defect detected. H10: most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Pending qc evaluation. Test strips were returned for evaluation. Pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with pm test results obtained of 260, 400, 466 and 254 mg/dl. The customer¿s expected pm fasting blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 407 mg/dl and 387 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/14/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: result 1: 260 mg/dl date: (B)(6) time: 12:52 pm fasting, result 2: 400 mg/dl date: (B)(6) time: 06:40 pm fasting, result 3: 466 mg/dl date: (B)(6) time: 06:40 pm fasting, result 4: 254 mg/dl date: (B)(6) time: 03:03 pm fasting, result 5: 190 mg/dl date: (B)(6) time: 09:30 am fasting.